Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a (B)(6) trial patient regarding an external neurostimulator (ens). Patient was worried they were leaking more the day prior so they increased stimulation, but said they weren't feeling much stimulation. As a result, the patient was changed to their left side and stimulation was put at 6.9v. The next day, patient changed to left side set at 9 this morning on their own prior to 48 hours. On (B)(6) 2017, patient said their device is vibrating a lot, but aren't experiencing stimulation at all. They said their wire may have slipped and something isn't right. The last time they had their side change was (B)(6) 2017. Assistance was given and the patient was changed to their right side and set at 6.2v where they slightly felt stimulation comfortably. It was reviewed that stimulation doesn't have to be an overwhelming feeling. No further patient complications have been reported as a result of this event.